Manufacturer narrative:
The lens was returned on surgical gauzes inside a small plastic container. Solution was dried on the lens. Both haptics were broken/cut from the optic. The optic was cut into multiple pieces and some pieces had scratches and cracks on the anterior and posterior sides of the lens. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported "poor refractive results". Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The reported scratches were observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced poor refractive result of +1.0d at 10 days post-op. There have been two scratches noticed on the bottom of the 2nd diffractive circle of the implant, which were not seen during implantation. Additional information received and stated that removed the implant from the patient concerned for the scratches found.